Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen black display screen occurred again. The customer¿s blood glucose was unknown at the time of the incident. The customer states the insulin pump his pump turn off pump. Self-test passed and customer state that, his occurred a month ago same issues but he said it was not a frozen screen, it was just the logo and was able to work again like today but it came up twice again. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed all relevant tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays were noted.